Event description:
The device was used in a laparoscopic cholecystectomy. It was reported the device misfired and every other clip would not close around the vessel. A different type of clip applier was used to compelte the case. There was no consequence to the pt.